Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside of the united states. Analysis is pending.

Event description:
Reportedly, intermittent pacing and high impedance measurements relative to the subject lead have been declared for a period of one month. Position of the pt's arm impacts this intermittent pacing. The lead was implanted with a biotronik philos dr on a pt with bav iii.